Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a blockage causing an air/water aspiration problem. The customer noted that pressure was too high in channel 1. No patient harm was associated with this event. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found foreign debris was found protruding from the air/water nozzle. The blockage appeared to be a black rubber like substance. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: the distal end adhesive was lifting and worn, and the optical cover glass was stained. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be conclusively identified. It was noted that the material did not originate from the device. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there was no reported deviations regarding reprocessing from the instructions for use (IFU). The user performed manual cleaning and disinfection by using an automatic reprocessor (aer). Olympus will continue to monitor field performance for this device.